Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 77 mg/dl (aviva) and 32 mg/dl (emt's meter). The emt's treated the customer with glucagon and a sugar water IV. There was no delay in treatment. Return of the suspect device was requested for evaluation.